Event description:
It was reported that a user attempted to connect a new freestyle libre 3+ sensor to the ilet bionic pancreas, with the first scan indicating successful activation, after which the pump continuously attempted to pair without success and a subsequent scan indicated the sensor was already in use. Symptoms included no clinical effects. Outcomes included no alerts, alarms, or medical intervention. Customer support included guided troubleshooting, a pump restart, and education to wait for pairing. Investigation of this case revealed a pairing failure between the pump and the libre 3+ sensor that resolved with restart, consistent with an intermittent communication interruption causing the sensor to register as already in use. It was concluded, based on previously established findings for similar reports, that the cause was a sensor-pump pairing failure related to intermittent loss of device communication.